Event description:
The customer ran comparison blood tests on her two contour meters. The results were 52 and 128 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent to the customer and she is expected to return her strips for eval.

Manufacturer narrative:
A second lot# of contour tests strips was involved: model 7080g, lot# 1lc3b10a, exp. Date 11/30/2013, device MFR date 11/2011.